Event description:
The following was reported to hamilton medical ag: ac power indication not showing in the machine. Loss of external power. Failure occurs during the general check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(6).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: ac power indication not showing in the machine; loss of external power. Failure occurs during the general check. No patient involvement.